Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 01/27/2015.

Event description:
Procedure: lap nephro - ureterectomy. According the reporter: the fan retractor being used to elevate the kidney off the psoas muscle in order to lengthen and visualise the renal artery and vein. The retractor made a cracking noise and the kidney dropped back onto the psoas muscle. The retractor was flat and not articulated at this stage but after the crack was heard it was at a 20 deg angle and it was noticed at this stage that a plastic fragment had broken off at the junction between the metal and the shaft of the instrument. Instrument was removed at this stage and it was noticed semi circular plastic was missing from both sides of the instrument. Mr (B)(6) inspected peritoneal cavity with lap otoscope and found 2 small fragments if plastic which were removed but it was felt residual plastic remained. Then when kidney was removed a further fragment was found but an x-ray was performed on the table and no further pieces were found. No patient injury. Surgery was extended by more than 30 mins. No additional blood loss. No tissue damage/loss. No reinforcement material.